Event description:
Customer's spouse reported via phone call that serter was not releasing sensor. It was also reported that serter pulled sensor out causing needle to break and as a result, caused customer to bleed.

Manufacturer narrative:
Failure analysis was unable to confirm adhesive anomaly on the enlite sensor due to the senor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.